Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The was able to zero the unit using the customer¿s blood pressure adapter cable, and his own trainer and patient simulator without exception. The fse identified that the hospital owned bp cable sticked to bp adapter cable with considerable resistance to detach both cables. Cath lab only tried the hospital owned bp cable, without trying another cable. The biomed tracked and located another bp cable and provided it to the cathlab. The unit calibrated and passed all functional and safety tests per factory specifications. Subsequently, the unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during a daily check, prior to use on a patient, the customer was unable to zero the arterial pressure (ap) on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event was reported.